Manufacturer narrative:
Additional information received: it was reported that the endoleak decreased after the intervention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: the type iiib endoleak was first suspected between follow ups during approximaltey 2 and 3 years post the index procedure. During this time coiling was completed and the patient continued under observation. B3 updated to year only valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: core lab review of xa imaging on the day of the index procedure, identified an undetermined type endoleak in vnmc3428c207tj (v30032039). No stent fracture was observed. The imaging was noted as na for stent ring enlargement, stent ring migration and aortic enlargement. It was noted that the imaging was unable to visualize endoleak source. Core lab review of CT imaging 2 weeks post the index procedure found no endoleak, no stent fracture, no stent ring detachment, no stent ring enlargement, no stent ring migration. The max aortic diameter was noted as 57.4mm which was noted as na for aortic enlargement. Core lab review of xa imaging approximately 28 months post the index procedure was noted as na for endoleak, no stent fracture was observed. The imaging was noted as na for stent ring enlargement, stent ring migration and aortic enlargement. It was noted that no contrast running through the device on imaging. Core lab review of CT imaging approximately 36 months post the index procedure identified a new type ii endoleak in vnmc3428c207tj ( v30032039). No stent fracture, no stent ring enlargement, or stent ring migration was observed. New aortic enlargement of +9.3 mm was noted compared to the 18-nov-2020 CT. The maximum aortic diameter measured 66.7 mm. Core lab review of CT imaging approximately 54 months post the index procedure identified a persistent type ii endoleak in vnmc3428c207tj (v30032039). Stent fracture was not evaluable. No stent ring enlargement, or stent ring migration was identified. Persistent aortic enlargement of +13.9mm was noted compared to the 18-nov-2020 CT. The maximum aortic diameter measured 71.3 mm. The imaging was noted as non evaluable (ne) for fractures due to scan quality. Core lab review of CT imaging approximately 60 months post the index procedure identified a persistent type ii endoleak in vnmc3428c207tj (v30032039). No stent fracture was observed. No stent ring enlargement, or stent ring migration was identified. Persistent aortic enlargement of +17.4mm was noted compared to the 18-nov-2020 CT. The maximum aortic diameter measured 74.8 mm. Core lab review of xa imaging approximately 62 months post the index procedure identified a persistent undetermined endoleak in vnmc 3428c207tj (v30032039). No stent fracture was observed. The imaging was noted as na for stent ring enlargement, stent ring migration and aortic enlargement. It was noted that the source of the endoleak was unable to be visualized. Core lab review of CT imaging approximately 63 months post the index procedure identified a persistent type ii endoleak in vnmc3428c207tj (v30032039). No stent fracture was observed. No stent ring enlargement, or stent ring migration was identified. Persistent aortic enlargement of +17.4mm was noted compared to the 18-nov-2020 CT. The maximum aortic diameter measured 75.1 mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft was implanted during the endovascular treatment of a 56mm taa it was noted that the diameter of the proximal arch during placement was 56mm and is now 70mm. It was reported that a follow-up CT taken almost six years later showed a suspected iiib endoleak. Future treatment is being considered. No cause was provided. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.